Event description:
It was reported that during the procedure, the patient sustained a slight burn to their lung from the device tip. The burn site was approximately 4mm. No treatment was performed on the burn site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the electrode had been bent. Part of the electrode insulation was burned. Functional testing found that bent and burn were observed on the electrode, that was attributed to misuse. It was reported that the patient received a slight burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of bent electrode and electrode insulation burn. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always place the active electrode in a clean, dry, insulated safety holster when not in use. Electrosurgical accessories that are activated or hot from use can cause unintended burns to the patient or surgical personnel. Electrosurgical accessories may cause fire or burn if placed close to or in contact with flammable materials, such as gauze or surgical drapes. Place longer electrodes such as extended electrodes, away from the patient and drapes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the electrode had been bent. Part of the electrode insulation was burned. It was reported that there was a device related burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent electrode and electrode insulation burn. The product analysis noted evidence that the device was not used as intended. These issues may occur due to excessive force being applied to the electrode, possibly as a result of a drop, and may also occur due to the electrode coming into contact with another instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always place the active electrode in a clean, dry, insulated safety holster when not in use. Electrosurgical accessories that are activated or hot from use can cause unintended burns to the patient or surgical personnel. Electrosurgical accessories may cause fire or burn if placed close to or in contact with flammable materials, such as gauze or surgical drapes. Place longer electrodes, such as extended electrodes, away from the patient and drapes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.